Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument to perform failure analysis. The long bipolar grasper instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection did not find any abnormally sharp or damaged components. Isi followed up and obtained additional information. No issue was identified during inspection. There was no cannula damage and the wrist of the instrument was straightened during removal. No functionality issues were identified during intraoperative use. The alleged fragment was retrieved and post-operative x-rays were performed. No additional surgical procedure was required and no post-operative complications occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument for failure analysis testing to be performed. As of the date of this report, the analysis is still in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure the wire to control the tip was broken and unusable on the long bipolar grasper instrument. The fragment was retrieved in the same procedure. The procedure was completed.